Event description:
It was reported that the patient presented to the hospital with a heart rate of 55 pulses per minute. The device exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.